Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. Customer¿s blood glucose level was 150 mg/dl. The customer reset the pump and continued to use it for insulin therapy.